Event description:
I was summoned to the room, asked to set up the belmont rapid infuser machine. The belmont tubing was already assembled when I entered the room, so I proceeded to spike it with fluid and prime it, which I didn't have any issues with. During the case, the belmont rapid infuser repeatedly gave error messages concerning the heating system, causing the infusion of blood to temporarily stop until we restarted it. We eventually changed belmont infuser machines, which worked correctly and without issue. I have put in a biomed work order for the faulty belmont machine.